Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated as it was able to perform several navigated spins. The imaging system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. The logs showed that the system encountered an exception from an unknown controller which prevented the system from establishing a network communication channel. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the imaging system was showing a red "x" for the camera status and the navigation system was showing a red "x" for communication status with the imaging system. The trackers on the gantry were being recognized by the navigation system. The o-arm was also displaying a motion sensor error. Rebooting both systems did not resolve the issue. There was no patient involvement.